Event description:
It was reported that the patient with this recently implanted cardiac resynchronization therapy defibrillator (crt-d) system including this left ventricular (lv) lead reported shortness of breath, and the healthcare professional (hcp) requested a review to assess capture. Technical services (ts) reviewed the available data and noted that left ventricular pacing only was programmed, with a corresponding r wave following left ventricular pacing, making it difficult to determine whether lv capture or fusion was occurring. The electrogram also suggested a possible trigeminy rhythm, with variation observed in the lv electrogram deflection and shock electrogram morphology during every third paced cycle. The hcp planned to have the patient evaluated in clinic for further assessment. This lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.